Manufacturer narrative:
Conclusion and justification status: a review of the information provided failed to confirm the reported incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required.

Event description:
We were unable to attach the screwdriver into the apex hole eliminator because the hex on the end of the screwdriver was badly battered and damaged. No adverse event, patient unaffected.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).